Event description:
It was reported that bd posiflush¿ syringe had foreign matter in the barrel. The following information was provided by the initial reporter: during use, the customer found fm in the barrel.

Manufacturer narrative:
H.6. Investigation summary: one sample was received for evaluation. It has no packaging flow wrap. It has the plunger rod-rubber stopper, tip cap, and saline solution up to 2.5ml and barrel label. No foreign matter in the saline solution was observed. Additionally, one photo was provided. It shows the syringe with foreign matter inside the fluid path and a piece of red tape. The video shows the same. Since the sample¿s saline solution was kind of reddish color it was tested by a laboratory confirming that the contamination was blood, likely from use of the syringe. The piece of red tape noted in the syringe was likely from a master sample used in the fillroom. The master samples with red tape were removed from production and the red tape is no longer used. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ syringe had foreign matter in the barrel. The following information was provided by the initial reporter: during use, the customer found fm in the barrel.